Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported the cause of the empty pump was due to abandonment of therapy by the patient. The empty pump was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the pump was no longer in use, and it had a recall on it. The patient was having it taken out, and it was empty. The patient stated that they didn¿t tell her there was a recall on the pump before they put it in. The patient stated that she had morphine in the pump and that she had already gone through withdrawal that lasted for 2 weeks. There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts. The patient stated she didn¿t trust the pump and didn¿t want anything to do with the pump or the doctor. The patient stated the pump emptied in (B)(6) 2017 between (B)(6) 2017 and (B)(6) 2017. Withdrawal started on (B)(6) 2017. No further patient complications were reported.